Event description:
The event is reported as: when the clips were applied to the vessel, they did not close and fell into the abdominal cavity of the patient. No pt injury reported.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.